Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval, therefore, an eval could not be completed. If the device is returned, and eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming air in line during testing. It was also reported that there was no pt involvement.